Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient reported that while she was at the oncology center for her chemotherapy session, she experienced lack of comprehension and she could not stand. A nurse called an ambulance as they thought that the patient could be experiencing a stroke or heart attack. When the emergency services (ems) arrived, they check the patient´s blood glucose and it was around 20 mg/dl. The patient remained conscious during the entire event. The paramedics treated the patient with IV glucose and there was no other medication provided to the patient. Forty-five minutes after the treatment the cgm reading was 85 mg/dl. There was no blood glucose reading was taken at that time of the event. The patient declined to be taken to the hospital as she was feeling fine. The patient recovered and was able to continue her chemotherapy session. The patient reported that before experiencing the hypoglycemia the dexcom receiver did not provide her any alert or alarm for low values and as per patient she checked the cgm reading more than an hour before the incident happened. At the time of the event, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.